Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified unspecified vessel. A 12mm x 2.50mm nc quantum apex¿ balloon catheter was selected for use and advanced towards the lesion. The balloon was inflated to rated burst pressure for a duration of 20 seconds. In an attempt to perform "rewrap of the balloon" outside the patient, the balloon was found to have ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: the nc quantum apex balloon catheter was received for analysis. There was blood in the wire lumen. The distal tip was damaged. There were multiple hypotube kinks. A portion of the outer shaft, located adjacent to the proximal balloon bond, was burst with a 7mm tear in the shaft. Microscopic inspection revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified unspecified vessel. A 12mm x 2.50mm nc quantum apex¿ balloon catheter was selected for use and advanced towards the lesion. The balloon was inflated to rated burst pressure for a duration of 20 seconds. In an attempt to perform "rewrap of the balloon" outside the patient, the balloon was found to have ruptured. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.